Event description:
It was reported that during a returned order service test, a motor rate error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test was performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a crack on the right plunger case. There was evidence of the error recorded in the event history log. The reported problem - motor rate error, was unable to be duplicated. This was due to the battery depleted error (in ehl) causing the pump motor drive off post error. The error was due to the user, as the pump should be fully charged before being put in used. For corrective action preventative maintenance was performed. The root cause was traced to the user interface. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.